Manufacturer narrative:
A zoom 55 was returned for investigation without the distal marker band tip. Investigation confirmed marker band detachment. Investigation of the returned device showed damage to the catheter near the distal tip of the device. The damage indicates an axial force was applied to the catheter which resulted in material separation and detachment of the radiopaque marker band from the catheter. The radiopaque marker band was not returned for investigation. The third-party sheath used in the case was not returned for evaluation. Based on the complaint information provided, the exact root cause for the reported complaint could not be determined. The manufacturing records for the zoom 55 were reviewed and demonstrated that the product met all the design and manufacturing specifications.

Event description:
It was reported that the patient underwent a mechanical thrombectomy for treatment of an m2 segment clot. The physician was unable to access the femoral artery and decided to access radial artery using a third-party sheath. The physician was unable to reach the m2 clot with the zoom 55 and decided to exchange zoom 55 catheter under fluoroscopy for a zoom 45 reperfusion catheter. There was no friction or issues during the exchange of the two catheters reported. Upon advancement of the zoom 45 catheter into the m1 segment, a repeat fluoroscopic evaluation revealed the tip of zoom 55 in the a1 segment. Clot aspiration was successfully performed using the zoom 45 catheter. Subsequently, the physician removed the zoom 45 and exchanged the third-party sheath for a zoom rdl. A third-party stent retrieval device was then used to extract the zoom 55 tip, which was successfully retrieved without further complication. The procedure was completed without any patient sequelae.